Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: yellow biological tissue on the shell, red particles on the shell, one opening linear on the anterior, crease fold, wear abrasion, and white particles (calcification) on the shell. Leak test and microscopic analysis was performed which identified: one opening crease smooth on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is one crease smooth opening on the anterior due to fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation and concern with the product. Device remains implanted.